Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was experiencing drain complications as a result of his "catheter connection." Follow-up with the patient's pd registered nurse (porn) confirmed the patient is experiencing drain complications due to a mal-positioned pd catheter (not a fresenius product). Radiological evidence from a recent surgical consult revealed the patient's pd catheter is intertwined with the omentum and will require surgical intervention. The porn confirmed the patient is scheduled to undergo outpatient pd catheter revision surgery on (B)(6) 2020 and has transitioned to outpatient hemodialysis (hd) until the pd catheter is repaired. The patient did not require a hd catheter placement, as the patient has a preexisting arteriovenous fistula (avf). The patient is tolerating the transition well and looks forward to returning to pd therapy when able. The porn stated the events were unrelated to the patient's utilization of any fresenius device(s) and/or product(s). Additional information was requested, however; the porn declined. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).